Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the blood vessel were disconnected during laparoscopic endoscopic radical gastrectomy, clips malformed. It was replaced with a new one to complete the case. There was no patient injury.